Manufacturer narrative:
It was observed that one triple flow-through dpt kit with attached merit flush device was received. Our examination found that the tubing was snapped off from the bond joint with the tubing female connector that connects to the zero-stopcock (red line). There was no indication of excessive solvent at the tubing or female connector tube housing.

Event description:
It was reported that the tubing detached from the connector before use during set up. There were no patient complications or injuries reported.